Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed at 50') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced poisoning ("poisoning") and ovarian cyst ruptured ("cyst on my right ovary burst"). The patient was treated with surgery (abdominal hysterectomy, leaving ovaries at 50). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, poisoning and ovarian cyst ruptured outcome was unknown. The reporter considered medical device removal, ovarian cyst ruptured and poisoning to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal , poisoning nos,cyst on right side burst quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added.event: cyst on right side burst were added.fu 2 an d 3 processed together. On (B)(6) 2020: social media received. Reporter's information added. Fu 2 an d 3 processed together. On (B)(6) 2020: content from social media received: new reporter was added, device insertion and removal date were captured. On (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: social media source received: additional reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed at 50') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced poisoning ("poisoning"), ovarian cyst ruptured ("cyst on my right ovary burst"), hypothyroidism ("hypothroid"), headache ("headaches/pain in the back of my head"), hypoaesthesia ("numbness") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (abdominal hysterectomy, leaving ovaries at 50). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, poisoning, ovarian cyst ruptured, hypothyroidism, headache, hypoaesthesia and blepharospasm outcome was unknown. The reporter considered blepharospasm, headache, hypoaesthesia, hypothyroidism, medical device removal, ovarian cyst ruptured and poisoning to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal , poisoning nos,cyst on right side burst, hypothyroid, headaches/pain in the back of my head, numbness, eyelid twitching. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: fu 7 and 8 were processed together. Social media received: new events added: hypothyroid, headaches/pain in the back of my head, numbness, eyelid twitching and reporter information were updated. On 18-jun-2020: fu 7 and 8 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed at (B)(6)') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced poisoning ("poisoning"). The patient was treated with surgery (abdominal hysterectomy, leaving ovaries at (B)(6)). Essure was removed. At the time of the report, the medical device removal and poisoning outcome was unknown. The reporter considered medical device removal and poisoning to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal, poisoning nos. Quality-safety evaluation of ptc:unable to confirm complaint.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.